Manufacturer narrative:
The repair center replaced the pcb and ran instrument performance tests with 120v and 1 hour burn with no errors.

Event description:
Statspin centrifuge burned smell from power cord. No injuries reported. Charred material confirmed on the main board with black residue. The unit is not powering on at all after incident. No visible flames or smoke seen. Fire department was not called.